Manufacturer narrative:
A field service engineer performed initial testing at the user facility. The device piezo is expected to be returned for investigation. It has not yet been received. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported that during testing at the user facility, the device did not pass the continuous alarm loudness test. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.